Manufacturer narrative:
Product event summary #patient demographics- gender- male pre-operative diagnosis- cerebral palsy procedure or technique used- occipito thoracic posterior fixation levels implanted - o-th4 implant date- (B)(6) 2019. Device status : implanted-remains in service it was reported that on an unknown date, post-op, posterior fixation was performed at o-th4 using hybrid of vertex select and solera 5.5. After the operation, around c1 level, rod breakage occurred to the left side, and on the right side, the set screw and the rod backed out. It was planned to perform a revision surgery on (B)(6). No health damage in the patient was reported. Update received on (B)(6) 2020: as to the details of the revision surgery, it was planned to remove all of the set screws and rods (titanium alloy) and to place new rods (cobalt chrome alloy). In some cases, it would be planned to use dominos to make it possible to place three rods or four rods. Update received on (B)(6) 2020: the revision surgery scheduled for (B)(6) has been postponed, and the date of surgery has not yet been determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent occipito thoracic posterior fixation surgery at o-th4 due to cerebral palsy. Post-op, posterior fixation was performed at o-th4 using hybrid of vertex select and solera 5.5. After the operation, around c1 level, rod breakage occurred to the left side, and on the right side, the set screw and the rod backed out. It was planned to perform a revision surgery (it was planned to remove all of the set screws and rods (titanium alloy) and to place new rods (cobalt chrome alloy)) on (B)(6) but revision surgery has been postponed, and the date of surgery has not yet been determined. No health damage in the patient was reported.